Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va011wg, product type lead. Product ID neu_set_screw, product type accessory. (B)(4).

Event description:
It was reported that a healthcare provider was trying to tighten a set screw of an implantable neurostimulator (ins) onto a lead and when the lead was put in and screwed down, the lead was still loose. The lead was re-inserted 4-5 times and a manufacturer representative was unsure if the set screw may have been backed out too far. A different screwdriver was tried and the same thing happened where the lead would easily slip out of the port. It was later reported that another ins was opened and it worked fine. The patient was doing well and receiving therapy in the appropriate targeted area.